Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of 589 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump also alarmed no delivery and battery out limit. Customer declined high blood glucose troubleshooting and indicated would call back when they arrived home. No further details provided.